Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, the optic was found cracked after insertion of iol. The surgery was performed and completed after replacing the product with another lens. Additional information was obtained from the surgeon that, it took about 1 minute on average from setting iol to the cartridge to inserting it.

Manufacturer narrative:
Ten opened handpiece injectors were returned for evaluation for the report of iol was cracked during loading. A visual inspection of each of the handpiece injectors was performed. Seven samples were found to be conforming and three samples were found to be non-conforming with white foreign material observed on the plunger tip. A dimensional plunger position height check was performed on all ten samples. Eight samples were found to be conforming and two samples were found to be non-conforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming for all ten returned samples. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation indicates that two of the returned samples have non-conforming plunger heights, which could result in a cracked lens. The evaluation did not confirm any functional failures in the other eight samples. The root cause for the non-conforming plunger heights is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 1 year. The provided clinical review indicates that viscoelastic is not qualified to be used for implanting the reported iol model, which is a possible root cease of the reported issue. The evaluation also indicated that there was white foreign material on the plunger tip of three of the returned samples. The exact root cause of the material cannot be determined and a root cause cannot be identified. A possible root cause is use during surgery. No specific action with regard to this complaint was taken because the root cause for the complaint issue could not be determined. All iol handpiece injectors are 100% inspected at the end of the manufacturing process to ensure the correct plunger height is present before release of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action has been taken at this time. The manufacturer internal reference number is: (B)(4).